Manufacturer narrative:
For one event, the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions for this event.

Manufacturer narrative:
For 3 events, the investigation did not identify a product problem. The cause of the event could not be determined. There were no follow up actions. For 1 event, the investigations is ongoing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. (B)(4).

Event description:
This report summarizes <noe>4</noe> malfunction events. Questionable non-reproducible results were generated by the cobas e 801 module. The events involved a total of 7 patients with the following: 1-elecsys ft4 ii, 1-elecsys ca 19-9 immunoassay, 1-elecsys shbg, 4-elecsys tsh assay. The patients' ages were requested but were not provided. The patients' weights were requested but were not provided. The patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.